Event description:
Rec'd portex d.i.c. Tracheostomy tube with disposable inner cannula to be replaced on 90 day interval in outpatient ambulatory care clinic. Took the product with me to the clinic on the day of the procedure. Old tracheostomy tube was removed, and new product was opened from sealed sterile packaging, the obturator was missing. The physician had difficulty but was ultimately able to install the trach tube without the obturator. The hospital does not stock the tracheostomy tube which I require, and I bring it each time I need a replacement. This has never occurred before.